Manufacturer narrative:
Upon further review of this complaint, it was determined that the statement of the ¿device was dropped¿ was incorrect in the initial report. The malfunction is being updated as follows: the customer reported that the sagittal saw attachment device was ¿dropping¿. The specific malfunction was not clarified by the reporter. Therefore, it was unknown what the reporter meant by ¿dropping¿. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the coupling tool side was not functioning and was defective. It was further determined that the tension screw was defective. It was further determined that the device failed for check the saw blade tool coupling. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on the service order from (B)(6) that the sagittal saw attachment device was being sent for repair as the device was dropped during an unspecified surgical procedure. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.